Manufacturer narrative:
Concomitant product: product ID: 3389s-40, lot# va0m08u, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer and a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had light intermittent shocks. The location of the shocking was their chest and it was a sudden change in therapy that started 2 days prior to report. They had checked their device with their patient programmer (pp) and the stimulation was on. It was further reported the patient experienced small electrical vibrations under the ins. Additional information received reported the patient felt the light shocks in his left pectoral muscle. It was further reported from the company representative that the patient experienced an intermittent tingle and low heat sensation in the lower left chest, 1 inch below the ins. Both the therapy and the electrode impedance were normal. They first noticed the sensation after raking leaves. They were not sure if it was a stimulation issue or a sore muscle. They would see the neurosurgeon within the next couple of weeks. The issue was not resolved at the time of report and further information would be obtained from the health care professional (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.